Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Tears in the cassette sheeting were observed in both samples. Microscopic inspection showed that the leaks were coming from slices in the cassette sheeting where the sheeting meets the edge of the cassette in both samples therefore, the reported condition was verified. An assignable cause of the slices could not be determined. Should additional relevant information become available, a supplemental report will be submitted.